Manufacturer narrative:
Additional information: one 8.5f swartz braided introducer sheath was received for evaluation. The reported event of a sheath detachment was confirmed. The sheath hub separated from the sheath tubing due to the sheath shaft becoming misaligned during molding.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an electrophysiology procedure a side port detachment occurred. The sheath was removed and replaced to complete the procedure. There were no adverse patient consequences.